Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. During the troubleshooting the voltage on connector j3 of the sedecal system board (pin 1 and 8) was measured multiple times. No matter how much the voltage was adjusted through the potentiometer, the voltage between pin 1 and 8 of connector j3 kept drifting during the troubleshooting. The medtronic representative replaced the ps1 power supply and performed an imaging system check-out, all areas passed. System performed as intended after replacement of the power supply. Medtronic investigation of suspect ps1 power supply finds: the 5v supply has lost its regulation. For a given load, the voltage is stable, but if you change that load, then the voltage will change. The test method was 5 minutes each at 0.5a, 1a, 2.5a, 5a, and 10a load on the 5v rail. The reported issue was confirmed to have been caused by an electrical failure. (B)(4).

Event description:
A medtronic representative reported that during a kyphoplasty procedure the imaging system system stopped shooting 2d images. To troubleshoot the issue the site rebooted the system without resolution. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.